Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered "similar". Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). The evo-fc-8-9-6-b device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. This complaint file is related to another file since these two complaint has occurred within the same procedure. Documents review including IFU review: evo-fc-8-9-6-b of unknown lot number was unavailable for evaluation. As the evo-fc-8-9-6-b from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution al evo-fc-8-9-6-bdevices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the japanese packaging insert, supplied with the device instructs the user to " passing a second stent delivery system through a just deployed stent is not recommended. It could cause the stent to dislodge." "For transpapillary placement, with a portion of the stent in the duodenum, reference endoscopically the yellow marker, which is located adjacent to the stent, for accurate stent positioning. Note: stents bridging the papilla should extend beyond papilla and into duodenum approximately 0.5 cm after deployment." On review of the information provided, there is evidence to suggest that the user did not follow the packaging insert. Passing a second stent delivery system through a just deployed stent is not recommended. Stent was placed at unintended lesion, as noted in the complaint description, where the tip of the delivery system got stuck into the placed stent. Root cause review: a definitive root cause of advancement difficulties was identified. Stent was placed at unintended lesion, as noted in the complaint description, where the tip of the delivery system got stuck into the placed stent. As per packaging insert "passing a second stent delivery system through a just deployed stent is not recommended" additionally a possible root cause could be attributed to a severe tortuous patient anatomy, as indicated within the description of event. Summary: according to the initial reporter, the patient outcome is unknown. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
An additional file was created to deal with the first device, this file is addressing the replacement device. A patient who has already been placed stent (century medical. Inc/niti-s) in the bile duct underwent stent placement. It was difficult to access since there was a severe tortuous anatomy on the way to the papilla due to invasion of cancer. When the user squeezed the trigger of the delivery system (evo-fc-8-9-8-b), the stent would not deploy. Therefore, another size (evo-fc-8-9-6-b) of the device was used instead(pr247062). The posision on the elevetor of endoscope was "open". When replacement device (evo-fc-8-9-6-b) was advanced, the tip of the delivery system got stuck (snagged) into the placed stent (century medical. Inc/niti-s), then the stent would not be placed into the target lesion. The stent bridged papilla but extended about 3cm from papilla, and proximal edge of the stent tatched into opposite side of the duodenum wall. No additional procedure was conducted and finished the procedure(pr247106). Additional information received 14-dec-2018: it is unknown if an additional stent was placed or if the stent in the unintended lesion was removed.

Event description:
An additional file was created to deal with the first device, this file is addressing the replacement device a patient who has already been placed stent (century medical. Inc/niti-s) in the bile duct underwent stent placement. It was diffiult to access since there was a severe tortuous anatomy on the way to the papilla due to invasion of cancer. When the user squeezed the trigger of the delivery system (evo-fc-8-9-8-b), the stent would not deploy. Therefore, another size (evo-fc-8-9-6-b) of the device was used instead((B)(4)). The posision on the elevetor of endoscope was "open". When replacement device (evo-fc-8-9-6-b) was advanced, the tip of the delivery system got stuck (snagged) into the placed stent (century medical. Inc/niti-s), then the stent would not be placed into the target lesion. The stent bridged papilla but extended about 3cm from papilla, and proximal edge of the stent tatched into opposite side of the duodenum wall. No additional procedure was conducted and finished the procedure((B)(4)). Additional information received 14-dec-18: it is unknown if an additional stent was placed or if the stent in the unintended lesion was removed.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered "similar" cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered "similar". Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
An additional file was created to deal with the first device; this file is addressing the replacement device. A patient who has already been placed stent (century medical. Inc/niti-s) in the bile duct underwent stent placement. It was "diffiult" to access since there was a severe tortuous anatomy on the way to the papilla due to invasion of cancer. When the user squeezed the trigger of the delivery system (evo-fc-8-9-8-b), the stent would not deploy. Therefore, another size (evo-fc-8-9-6-b) of the device was used instead((B)(4)). The "posision" on the "elevetor" of endoscope was "open". When replacement device (evo-fc-8-9-6-b) was advanced, the tip of the delivery system got stuck (snagged) into the placed stent (century medical. Inc/niti-s), then the stent would not be placed into the target lesion. The stent bridged papilla but extended about 3cm from papilla, and proximal edge of the stent "tatched" into opposite side of the duodenum wall. No additional procedure was conducted and finished the procedure((B)(4)).